Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1908791) on 17-may-2019. The most recent information was received on 20-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic menstrual periods more and more abundant with iron deficiency') and iron deficiency anaemia ('haemorrhagic menstrual periods more and more abundant with iron deficiency') in a female patient who had essure (batch no. 761432/761429) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain (fingers, wrists, elbows, shoulders)"), muscular weakness ("lack of strength in hands") with physical deconditioning, joint range of motion decreased ("lack of mobility in cervical") and memory impairment ("memory disorder"). The patient was treated with surgery (essure removal) and perfusions. Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, iron deficiency anaemia, fatigue, arthralgia, muscular weakness, joint range of motion decreased and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, iron deficiency anaemia, joint range of motion decreased, memory impairment, menorrhagia and muscular weakness with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: serial numbers (B)(4) correspond with valid batch number. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-may-2019. The most recent information was received on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic menstrual periods more and more abundant with iron deficiency') and iron deficiency anaemia ('haemorrhagic menstrual periods more and more abundant with iron deficiency') in a female patient who had essure (batch no. 761429,761432) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain (fingers, wrists, elbows, shoulders)"), muscular weakness ("lack of strength in hands") with physical deconditioning, joint range of motion decreased ("lack of mobility in cervical") and memory impairment ("memory disorder"). The patient was treated with surgery (essure removal) and perfusions. Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, iron deficiency anaemia, fatigue, arthralgia, muscular weakness, joint range of motion decreased and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, iron deficiency anaemia, joint range of motion decreased, memory impairment, menorrhagia and muscular weakness with essure. Lot number:761429 manufacture date:2010-07, expiration date: 2013-07. Lot number:761432 manufacture date: 2010-0,7 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods more and more abundant with iron deficiency") and iron deficiency anaemia ("haemorrhagic menstrual periods more and more abundant with iron deficiency") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain (fingers, wrists, elbows, shoulders)"), muscular weakness ("lack of strength in hands") with physical deconditioning, joint range of motion decreased ("lack of mobility in cervical") and memory impairment ("memory disorder"). The patient was treated with surgery (essure removal) and perfusions. Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, iron deficiency anaemia, fatigue, arthralgia, muscular weakness, joint range of motion decreased and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, iron deficiency anaemia, joint range of motion decreased, memory impairment, menorrhagia and muscular weakness with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.